Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used. Inspected the insertion needle for bent anomaly, hooks and burrs none were found.

Event description:
Customer reported that the transmitter was not blinking when connected to the sensor. Customer removed the sensor and noticed that the cannula/needle was missing. Customer stated that the sensors needle appears to have broken in his skin. Customer inserted on the right side about 8 centimeters away from his belly button and above the waistline. Customer was advised to call the doctor or go to a hospital. Blood glucose value was 122 mg/dl. Nothing further reported.